Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2021, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2021, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with wireless external neurostimulator (wens) for unknown indications for use. It was reported that on (B)(6) 2021 patient stated that he is experiencing increased pain at procedural site. Patients wife sent pictures concerned about drainage on tape. Rep forwarded to physician. Later that evening, (B)(6) 2021, patient developed a fever and got a hold of physician who prescribed antibiotics.¿cause of event is undetermined.¿patient prescribed antibiotics and fever went down. Procedural site evaluated by hcp on (B)(6) 2021, no further drainage at site. Hcp removed tape from site and patient immediately had pain relief at site. On (B)(6) 2021, patient reported additional increase in procedural pain. Patients spouse mentioned additional drainage with odor. Patient went to hcp office for assessment. Leads were removed. Hcp stated no infection observed. Issue resolved at this time.